Manufacturer narrative:
Expiration date: month and year valid only. Device mfg date: month and year valid only additional information received: the previously reported event of redness, tenderness was changed to late onset of phlebitis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used a venaseal closure system for treatment of the left gsv with below the knee access. A total of 15 injection/trigger pulls were performed to deliver 1.5cc of vsca. All applications of vsca were successful. The total length of gsv treated was 39cm. No ecchymosis was reported in the target limb at baseline. Ecchymosis at day 3 was reported as <(><<)>25%. It is reported that approximately 32 months post treatment with the venaseal closure system the patient experienced a sudden onset of symptoms including redness and tenderness. Event severity is reported as mild. Event is reported to be probably related to vscs procedure. The patient saw their primary provider and was prescribed antibiotics. It is reported that the patient presented for an unscheduled visit due to pain approximately 5 days later. Patient denied any inciting event including trauma. Patient denied any systemic symptoms. A duplex ultrasound was performed. Notable physical examination findings included redness and tenderness of left thigh, medially. No branch varicosities were visible or palpable. A focal patch of pink discoloration, not intense erythema and no induration or skin violation was reported. No reproducible subjective tenderness but mildly subjective tender on exam. Deeper palpation revealed some firmness but no reproduction of objective tenderness and area noted on duplex ultrasound. The physician notes likely late phlebitis. The event was treated with nsaid medical therapy. It is reported that the event was resolved approximately 3 weeks later.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.